Event description:
The customer reported that while the unit was in use on a patient, the unit intermittently reset itself whenever the print button was depressed. Monitoring was continued. No pt injury was reported.